Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block b3: the exact date of the event is unknown. The provided event date, 04/12/2022, was chosen as the best estimate based on year the article was published. Block g2: literature source toriumi r, yaegashi h, sakurai t et al (2022). Ischemic proctitis after low dose rate brachytherapy using hydrogel spacer for prostate cancer. Iju case rep. 2022; 5 237 - 240. Block h6: imdrf patient code e1007 captures the reportable event of constipation. Imdrf patient code e2339 captures the reportable event of ulcer. Imdrf patient code e2326 captures the reportable event of inflammation. Imdrf patient code e2327 captures the reportable event of necrosis.

Event description:
Boston scientific became aware that a spaceoar hydrogel system was used during the study performed in the article titled "ischemic proctitis after low-dose-rate brachytherapy using hydrogel spacer for prostate cancer" written by ren toriumi et al. The study presents the case oof a patient who underwent low-dose-rate (ldr) brachytherapy combined with the injection of a hydrogel spacer between the prostate and rectum. The objective of the study was to report a rare complication associated with hydrogel spacer use during prostate cancer radiotherapy. Two months after the procedure, the patient developed ischemic proctitis, presenting symptoms such as constipation and melena. Diagnostic imaging and colonoscopy confirmed localized rectal ulcers, the stool culture upon hospitalization showed positive for methicillin-resistant staphylococcus aureus and escherichia coli, and c-reactive protein was high, the rectal biopsy also indicated an active ulcer with necrotic tissue, and the patient required hospitalization and conservative treatment, including fasting and antibiotics. After two weeks the endoscopic procedure revealed an ulcer improvement.

Event description:
Boston scientific became aware that a spaceoar hydrogel system was used during the study performed in the article titled "ischemic proctitis after low-dose-rate brachytherapy using hydrogel spacer for prostate cancer" written by ren toriumi et al. The study presents the case oof a patient who underwent low-dose-rate (ldr) brachytherapy combined with the injection of a hydrogel spacer between the prostate and rectum. The objective of the study was to report a rare complication associated with hydrogel spacer use during prostate cancer radiotherapy. Two months after the procedure, the patient developed ischemic proctitis, presenting symptoms such as constipation and melena. Diagnostic imaging and colonoscopy confirmed localized rectal ulcers, the stool culture upon hospitalization showed positive for methicillin-resistant staphylococcus aureus and escherichia coli, and c-reactive protein was high, the rectal biopsy also indicated an active ulcer with necrotic tissue, and the patient required hospitalization and conservative treatment, including fasting and antibiotics. After two weeks the endoscopic procedure revealed an ulcer improvement.

Manufacturer narrative:
Correction: block h6 has been updated with the addition of the missing codes e0509 ischemia and e0506 bleeding. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block b3: the exact date of the event is unknown. The provided event date, 04/12/2022, was chosen as the best estimate based on year the article was published. Block g2: literature source: toriumi r, yaegashi h, sakurai t et al (2022). Ischemic proctitis after low dose rate brachytherapy using hydrogel spacer for prostate cancer. Iju case rep. 2022; 5 237 - 240. Block h6: imdrf patient code e1007 captures the reportable event of constipation. Imdrf patient code e2339 captures the reportable event of ulcer. Imdrf patient code e2326 captures the reportable event of inflammation. Imdrf patient code e2327 captures the reportable event of necrosis.